Event description:
It was reported that this right atrial (ra) lead exhibited noise and oversensing. Technical services (ts) reviewed, noting the appearance to be external electromagnetic interference (emi) consistent with this patients atrial fibrillation ablation procedure that occurred that same day. Ts discussed programming options. This ra lead remains in service. No adverse patient effects were reported